Event description:
Consumer reports she sees halos when looking at lights in dim or dark areas following bilateral cataract and intraocular lens implant surgery. She states she notices it more when driving at night. Surgeon reports patient has great vision, except for the glare. He performed a yag on the right eye in hopes that if would eliminate the glare. He plans to a yag on the left eye also. Additional information has been requested. MDR#1119421-2006-00429-- eye #1, MDR# 1119421-2006-00430 -- #2.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No similar reports in lot.